Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, during pre-dialysis preparation and catheter care, it was found that there was air at the arterial end of the catheter. The in-charge nurse and head nurse were immediately notified. Initial corrective actions included the discontinuation of the catheter's use. A peripheral venous return pathway was established, and dialysis was initiated via the venous end of the catheter. Replacement of the connector was done. On april 30, the vascular access physician was asked to find the cause again and assist in handling it. The catheter was repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. There was no reported patient injury.